Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material exiting from the nozzle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water flow issues from the nozzle. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that foreign material was exiting from the nozzle. This medwatch is being submitted for the reportable issue of foreign material exiting from the nozzle as observed during device evaluation.

Manufacturer narrative:
There is more information on event evaluation. Additional information has been received for this event. Correction being done to become aware date of the initial MDR. This supplemental report is being submitted to provide this information. Become aware date of the initial MDR should be aug 21, 2022, and not sep 5, 2022. Event date is not known. Model and serial numbers of the devices used in conjunction with the device at the time of the event are not available. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Identity of the foreign material exiting from the nozzle is not known. The device was likely reprocessed correctly per the instructions for use. The reprocessor device is manufactured by another company and is new. The root cause of the event cannot be conclusively identified. It is likely that the foreign material might have been clogged to temporarily leading to insufficient flow out of air/water. Device also had cloudy image. It is likely, that his occurred due to the insufficient flow out of air/water and insufficient draining on the lens due to the foreign material clogging the nozzle temporarily. Also, if the water temperature is low, the cloudiness can appear.

Event description:
When the customer reported event occurred is not known, but there is no patient involvement. It is not known if the device was inspected prior to issue being noted.

Manufacturer narrative:
Correction being made for information available but not included in the previous submissions. Please see correction information in b5 and h10. Though the foreign material in nozzle could not be identified, it was a dark brown stain. The stain inside the nozzle was not enough to affect the air/water flow from the nozzle. However, it is possible that the foreign material might have been clogged the nozzle temporarily leading to insufficient flow out of air/water. Other observations for the device: tip cover is crushed; bending angle is insufficient due to the elongation of the angle wire; play of the angle knob is out of the normal state due to the elongation of the angle wire; issue of cloudy image was not reproduced.

Event description:
Correction addendum jan 26, 2023: customer also returned the device for the issue of cloudy image.